Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and is being treated with topical antibiotics (type and amount not reported). The implanted device remains.